Event description:
Medtronic received information that multiple insulin pump error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring ¿ black customer returned pump for alleged pump error 49, 68, 24, and 23 found on nov 3, 2021. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No pump error 49, 68, 24 or 23 alarms noted during test. Pump downloaded to thus successfully. Pump error 24 was noted in the history on (B)(6) 2021 at 14:05 due to intermittent non-sleep anomaly software error. Pump error 49 was noted in the history on (B)(6) 2021 at 14:06 due to reset after power failure. Pump error 68 was noted in the history on (B)(6) 2021 at 14:06 due to reset after power failure. Pump error 23 was noted in the history on (B)(6) 2021 at 14:09 due to reset after power failure. Internal battery was reset and monitored overnight, and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. . The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. The following were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked case (battery tube) and minor scratches on lcd window. In summary, customers alleged pump error 49, 68, 24, and 23 were confirmed in the download history however, they did not occur during testing. Pump error 49, 68 and 23 occurred due to the pump powering back up after a reset. Pump error 24 occurred due to a intermittent non-sleep anomaly software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.